Manufacturer narrative:
Concomitant product(s): product ID: 8637-40 , serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: pump. (B)(4).

Event description:
Information was received from a healthcare professional regarding a patient receiving medication via an implanted pump. The indication for pump use was intractable spasticity and cerebral palsy. On (B)(6) 2016 it was reported that the patient's pump and catheter were removed due to infection on (B)(6) 2014. The drug in the pump, the patient's other medications/pertinent medical history, onset date of the event, diagnostics performed, and cause of the infection were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.